Event description:
It was reported that during surgery for a coronary artery bypass graft (CABG) the physician noticed the lead helix was protruding from the right ventricle. The CABG was continued and during this surgical procedure the lead perforated completely through the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
Na